Manufacturer narrative:
G4 - PMA/510(k) #: exempt. H3: device not returned. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, during a percutaneous nephrolithotomy (pcnl) procedure the ncompass nitinol tipless stone extractor broke and it would no longer react to the handle. The procedure was completed by using an ncircle stone extractor basket. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d8. Investigation ¿ evaluation: it was reported, during a percutaneous nephrolithotomy (pcnl) procedure the ncompass nitinol tipless stone extractor broke and it would no longer react to the handle. The procedure was completed by using an ncircle stone extractor basket. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook could not complete a review of the device history record (DHR) or search for other complaints from the product lot due to lack of lot information from the user facility. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: precautions: ¿ the device is conductive. Avoid contact with any electrified instrument. ¿ enclose the device in the sheath before removing from the tray/holder. ¿ do not use excessive force to manipulate this device. Damage to the device may occur. Based on the information provided, no product returned, and the results of the investigation, cook concluded a specific cause of this event could not be established. It was reported that excessive stress on the device being pulled in a downward position might have caused the reported issue. Therefore, procedural factors were not able to be ruled out as contributing factors for this event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.